Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/26/2024. An investigation was conducted on 02/27/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal and tension spring was observed outside the device. The seal was in an unraveled state and and detached from the tension spring assembly. The blue tension spring was cut as there was an attempt to remove the seal from the aorta. The cap was observed off the activated aortic cutter. The aortic cutter was observed to be deployed. The cap was observed off the device. There were no visual defects observed on the aortic cutter. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the condition of the device as well as the evaluation results, the reported failure " manufacturing, packaging or shipping problem" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000325680 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Tw ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) when they opened it, the cap of the aorta cutter came off, so they did not use it and took out another product and continued the operation. No delay. No harm.